Manufacturer narrative:
Additional information received: in the narrative of the initial report it was mentioned, that the implant was placed with a guide and either an update or an additional report will be sent, depending on the outcome of the investigation. Additional information: it was determined, that the surgical guide which was used to place the implant is not a dentsply sirona product.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. We were just recently informed that the event was related to a surgical guide, but so far no detailed information regarding the guide is available. We are currently requesting more information and will do an investigation. Depending on the outcome of the investigation we will either send a follow-up report or open an additional report on the guide.